Event description:
It was reported that a malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump within warranty needed replacement, was instructed to use multiple daily injections as backup insulin therapy, received instructions for pump storage during transport, and was advised to return malfunctioning pump to tandem within 10 days using provided prepaid label and return box.